Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 152 mg/dl. Customer did not have a backup insulin therapy available but declined tandem technical support follow up to confirm that a backup method was obtained.